Manufacturer narrative:
A field safety notice (fsn 88200521) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported unexpected movement of a detector after the buttons are released on the hand controller, which resulted in the detector making contact with a patient.. There was no report of any injury. The collision sensors were activated and system motion halted. Based on additional information from field safety notice (fsn) 88200521 / hhe ami-1123-2019, it has been determined this record is a reportable event. Based on the available information, this issue has been determined to be a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.